Event description:
The manufacturer representative (rep) stated that another rep was with the patient when they had the rechargeable device. That rep stated that the patient was "just not able to handle, work with the recharging equipment. It was just too much for the patient". A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported an inability to recharge her implantable neurostimulator (ins) since implant. The patient met with the manufacturer representative at the doctor's office, and the representative also was unable to recharge the ins. The rechargeable ins was subsequently replaced with a non-rechargeable ins. The indications for use were failed back surgery syndrome and spinal pain. Follow-up is being conducted to determine if and what troubleshooting was performed, patient outcome, and if root cause was determined. Once received, a supplemental report will be submitted. The patient reported additional information that the replacement implantable neurostimulator had resolved the charging issue. A supplemental report will be submitted if additional information is received.